Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle broke while suturing during an open procedure. They performed an x-ray for the express purpose of locating the needle or confirming that all pieces were located. They opened and used a new suture to complete the case.

Event description:
According to the reporter, during a repair of episiotomy vaginal septum with forcep delivery. While suturing the perineal skin, the surgeon passed the needle back and noticed that the tip was missing. They performed an x-ray for the express purpose of locating the needle or confirming that all pieces were located. They opened and used a new suture to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a repair of episiotomy procedure with forcep delivery. While suturing the perineal skin, the surgeon passed the needle back and noticed that the tip was missing. They performed an x-ray for the express purpose of locating the needle or confirming that all pieces were located. They opened and used a new suture to complete the case.